Manufacturer narrative:
The device history record review was conducted for the reported lot and there were no issues noted during the manufacturing of this lot. There were no physical samples received for investigation, but a video was provided. The video was reviewed, and the reported condition was able to be observed. The root cause could not be determined without the physical sample. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
D4 unique identifier (UDI) # was updated to include the expiration date. D4 expiration date was added.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported they needed to pull on the bag to hold it straight during priming otherwise there was a gap of air that occurs and doesn't readily move through the tubing. The bottom where the tubing meets the bag wasn't twisted when she changed the bag saturday vs the bag, she had used prior. It did tend to bunch up a bit but did not cause any alarms. She didn't attempt to put the bag in a backpack as that seems to cause the pump to alarm. Additional information received stated the air gap was not in the bag. The formula did prime through the tube but there was a gap of air, and the formula primed around it. The bottom of the bag is twisting and bunching up.